Event description:
The oscillator began making low beeping noises and was not reaching appropriate pressures. Rt [respiratory therapy] quickly to the bedside and attempted to find reason and resume ordered settings, it would not reach appropriate pressure, and then oscillator would not turn back on. This rn neopuffed infant while rt set up a different oscillator, once set up infant placed on oscillator at ordered settings. Several times the fluid bag had to be burped. This happed a few times in a row on night shift as well within a few minutes of each other, and then they placed a compression stocking on the bag. Shortly after the "low" tone beep began and the oscillator was not keeping the pressure at ordered settings. Rn used t-piece resuscitator (neopuff), rt called to bedside and could not get pressures to increase to settings, new oscillator placed and settings per order were obtained without incident. Baby did have increased respiratory effort/retractions, was neopuffed and maintained saturations in ok range, and when back onto a different oscillator retractions subsided.